Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with hemorrhage stroke. Spontaneous in nature with no contributing factors. After head CT, it was discover new tumor / mass burst causing head bleed. Anticoagulation was held and brought to operating room for evacuation.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report that a tumor/mass burst causing a head bleed could not be conclusively established through this evaluation. It was reported that the patient presented with a hemorrhagic stroke. The event was spontaneous in nature with no contributing factors. After head CT, it was discovered that a new tumor/mass burst, causing the head bleed. Anticoagulation was held and the patient was brought to the or for evacuation. The patient is making a slow recovery after they underwent skull cap removal on (B)(6) 2020 with neuro. The patient remains ongoing on vad support and no further issues related to this event have been reported at this time. Although the account reported that a tumor/mass burst causing a head bleed, the hm3 lvas IFU lists bleeding and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist system and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.